Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an im plantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that during a regular follow up, it was noticed that electrodes 9, 13, and 14 (the whole lead) had high impedances. The device was reprogrammed. The event is ongoing. No patient complications were reported as a result of this event.